Manufacturer narrative:
Weight: 108.5 kg. Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
Terumo medical received a user facility medwatch report (B)(4). The event description states: "the polymer footing of the angio-seal® vip vascular closure device did not deploy properly. Therefore, the device came out completely and intact without deployment. Original intended procedure was hepatic mapping." Additional information was received on 29 sep 2022: the procedure sheath size used was 6 french. The anchor did not deploy properly and was removed intact. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. Hemostasis was achieved by manual compression. The estimated blood loss was <50cc. The patient was in stable condition. No concomitant medical products were used with the angio-seal device involved.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the attached maude report. Terumo tmc performed a maude search on 30 oct 2022. Report number 15454375 was found and was confirmed to be of the same reported event, and therefore the maude report has been provided.